Event description:
Reliance set screw, ti, is part of the rms spinal screw system. Reliance medical systems was made aware of the loose set screw, (B)(6) 2022 by field rep (B)(4). Implantation of device was performed (B)(6) 2021 by dr. (B)(6) at (B)(6) regional. Dr (B)(6). Discovered the loose set screws during a revision procedure for an adjacent level on (B)(6) 2022. It is unknown when the set screws came loose.